Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was vacationing in brazil and reported that on (B)(6) 2023, the sensor stopped working and an unspecified malfunction occurred while asleep at 1:00am. The patient experienced difficulty breathing, foaming of the mouth, loss of consciousness, and alleged hypertension. The patient was found by the daughter who called paramedics. The patient was treated with 2500 mg of an unspecified IV fluid and regained consciousness. The patient was transported to the emergency department (ed) where she was treated further with an alleged 2500 mg of unspecified glucose. She received cardiac monitoring and was discharged the following day. The patient sustained bruising to the arm from the difficult IV insertion. There was no mention of bg or cgm egv for the entire event. At the time of the report, the patient was doing okay. No product was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2023. It was reported that when the paramedics arrived, they checked that patient's blood glucose and it was 16 mg/dl prior to provided treatment. No additional patient or event information is available.

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The sensor session started on (B)(6) 2023 and lasted about 36 hours, during which the patient¿s estimated glucose values (egv) rose above the high alert threshold 5 times and dropped below the low alert threshold 3 times. The user acknowledged most of the high alerts within 30 minutes, but they did not acknowledge any of the low, urgent low soon, or urgent low alerts during this sensor session. At 8:54 pm on (B)(6)2023, the patient began experiencing temporary sensor failure (will not receive egvs or glucose alerts). At 9:09 pm, the patient received a no readings alert after 20 minutes of sensor noise (default setting). The no readings alert was acknowledged at 9:10 pm and the patient continued to experience temporary sensor failure until the sensor failed due to high counts aberration at 9:24 pm. The sensor failed alert was acknowledged at 9:29 pm. A new sensor session was not started until(B)(6) 2023 at 2:18 am. The allegation was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).